Manufacturer narrative:
The product was returned. Visual examination of the returned part confirms the solution vial cap cannot be removed. Also, the solution vial cap also shows surface marks where an attempt was made to remove the cap unsuccessfully. The solution can be seen inside the vial. The powder was also returned with the solution vial and packaging and appears to be unused.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the patient underwent surgery. During the surgery, the surgical tech had difficulty opening the lid of the solution bottle. A second solution bottle was used. No patient complications were reported.